Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport isp with groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual were performed. An electronic photo and a medical image were also provided for review. The investigation is confirmed for catheter split/fracture and kinking. The distal catheter segment measured approximately 15.2cm in length. A complete compound circumferential break was noted at approximately 6.2cm from the distal end of the cath-lock. The edge of the complete circumferential break was jagged with a smooth, rounded surface texture. The catheter tubing lumen at the full break appears to have a flattened elliptical shape. The profile of the full break appears to have a sharp incline. A circumferential split was noted at approximately 4.3cm from the distal end of the cath-lock indicates the flexural fatigue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 04/2016), g4, h6(device: 2889, 2988) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement, the patient allegedly experienced pain during flushing with saline. It was further reported that under fluoroscopy the catheter allegedly identified a split. Reportedly, the device was removed. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation; however a photo and medical image are provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2016).

Event description:
It was reported that approximately five years post port placement, the patient allegedly experienced pain during flushing with saline. It was further reported that under fluoroscopy the catheter allegedly identified a split. Reportedly, the device was removed. There was no reported patient injury.